Event description:
The manufacturer received information alleging a ventilator's oxygen percentage could not be adjusted. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's oxygen percentage could not be adjusted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor, active exhalation control module and flow sensor were replaced to address the issue.